Event description:
It was reported that the patient underwent a surgical procedure to revise his inflatable penile prosthesis (ipp) due to fluid loss. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.